Event description:
It was reported that the etco2 measurement was only working intermittently. The port connector was cracked, preventing the etco2 cannula or filter line from making a secure connection. The event occurred during clinical use, but there was reportedly no patient harm.

Event description:
It was reported that the etco2 measurement was only working intermittently. The port connector was cracked, preventing the etco2 cannula or filter line from making a secure connection. The event occurred during clinical use, but there was reportedly no patient harm.